Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with four different aviva meters, within 10 minutes: 146 mg/dl and 283 mg/dl (system 1), 249 mg/dl and 204 mg/dl (system 2), 574 mg/dl and 236 mg/dl (system 3), and 297 mg/dl (system 4). No adverse event reported. The same test strip vial was used for all of the meters and results. Return of the suspect device was requested for evaluation.